Manufacturer narrative:
Three attempts have been made regarding a resolution to this complaint, with no response from the account. Based on this info, no further action is required.

Event description:
The account reported the nurse call will not function. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).